Event description:
Dexcom representative contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a hardware error on (B)(6) 2015. Dexcom representative reset the patient's device and the reported issue was resolved. At the time of contact, the representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).